Event description:
It was observed during the device inspection, the gastrointestinal videoscope's air and water supply problems occurred because solid matter had become stuck inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the air/water supply nozzle. Analysis of the foreign material revealed that it was cellulose, and magnified observation indicated that it was a form of fibers, suggesting it might be paper or cloth-based cellulose. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.